Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was intact with no apparent issues. The reported air aspiration has been reproduced; the insertion of the returned cryoablation catheter through the sheath shows air ingress during aspiration. Dissection showed that the hemostatic valve was leaking, the valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Event description:
During the case, the physician lost the transseptal access and the catheter and sheath were removed from the patient. When the physician re-introduced the sheath and aspirated, there was air coming through the valve. No adverse event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.